Manufacturer narrative:
We as manufacturer of the device involved in the event performed our own investigation based on the information shared by the us importer. The us importer and our clinical department have evaluated all the available information and concluded the following: the parameters used for the treatment has been evaluated as very aggressive. In fact, physician, should have tested the treatment parameters, performing a test-spot, at lower parameter in order evaluate ID the treatment parameters are appropriate. Requirement of such procedure is identified on the operator's manual code om122b1-d1_g.v07 (actual revision shipped with the device) at chapter "test spot procedure". Moreover, large veins may require to use longer pulse duration and larger spot in order to increase the depth of penetration of laser emission. Due to the fact that user error has been determined as the root cause of the event and the fact that there is no indication of a device malfunction the device has not been evaluated. Burns, especially in case of use of high level of energy, are identified as a foreseeable side effect of the treatment as reported in the dedicated chapter of the operator's manual code om122b1-d1_g.v07 (actual revision shipped with the device). Based on what reported above the root cause of the event has been identified as a user error in which the physician used too much aggressive parameters. Based on what reported above is possible to conclude that the most probable cause of the event is a user error (treatment perfroemd with too much aggressive parameters) and that no design issues has been found to be contributory to the event. The present MDR report is considered as a final report unless FDA has more questions about it.

Event description:
In date july the 1st 2025, we receive a communication from the us importer, cynosure, relative to an adverse event in which a patient developed burns, sores and crusting on the leg following a vascular treatment with the device elite iq. The actual device involved in the event is an elite iq, manufactured by el.en. Electronic engineering spa, marketed in the USA with 510(k) k193426. Pictures of the lesions reported by the patient has been shared and reviewed by both the us importer's clinical staff as well as ours (as manufacturer of the device). The lesion has been evaluated as a full thickness burns on the legs which may require medical attention to prevent a permanent impairment. Pictures were taken 13 days post treatment. Despite the severity of the lesions their extension is limited. Parameters used for the treatment has been shared as well that are: 135j/cm2 with 5mm handpiece with pulse duration equal to 15ms. Us importer stated to have reached to the clinic numerous times in order to gather more detailed information but the site was unwilling to share such information. The patient was prescribed with aloe as preventative as post-treatment care. Cynosure, as us importer of the device, have already reported this case to the us FDA with a dedicated MDR report code MDR: (B)(4) in date july the 2nd, 2025. Based on that, in accordance with 21 cfr part 803.50(b)(2) we as manufacturer of the device are obliged to submit our own report to the FDA.